Event description:
It was reported that the syringe modules and pressure limits set at 1000 mmhg did not alarm when occluded. The issue was observed by bd associates during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : a160106 - defective alarm (1014). Additional information: imdrf annex a code.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the syringe modules and pressure limits set at 1000 mmhg did not alarm when occluded. The issue was observed by bd associates during their site visit. There was patient involvement, but the outcome is unknown.